Event description:
Per additional information received, during withdrawal, the valve became stuck in the aorta and could not be withdrawn into the sheath due to the ruptured balloon. Vascular physicians tried to assist percutaneously. However, 1 day post procedure, the patient passed away.

Manufacturer narrative:
Additional information added to b5 and h6. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, system tension events have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root causes for these events have historically been attributed to patient, procedural, or use-error factors. The reported event for gross alignment difficulty was confirmed has been confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. Available information suggests that patient factors (tortuosity) likely contributed to the event. Although it was reported that valve alignment was performed in a straight segment of the anatomy, it was also reported that there was a moderate degree of tortuosity. If valve alignment was performed in tortuous vasculature (a non-straight section), this could have caused the valve to become unseated (non-coaxial placement of valve in relation to the flex tip) and dive into the flex tip. If the thv became unseated from the flex tip during alignment, higher than normal alignment forces may have been required, creating elevated system tension that could have subsequently led to the reported valve alignment difficulties. The reported event for balloon leak has been confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. Available information suggests that procedural factors (thv interaction with balloon) likely contributed to the event. High forces on the system during valve alignment may result in interaction between the crimped valve and delivery system balloon, potentially damaging the balloon prior to thv deployment. The reported event for difficulty to withdraw system with valve through sheath has been confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. Available information suggests that procedural factors (non-coaxial withdrawal and altered balloon profile) likely contributed to the event. It is possible that a non-coaxial withdrawal angle may have resulted in the crimped thv interacting with the patient vasculature and/or the sheath, causing the withdrawal difficulty. Tortuous patient anatomy can also contribute to non-coaxial withdrawal of the delivery system. Additionally, as the balloon was damaged, resulting in residual inflation fluid remaining, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath, which could have then led to the experienced retrieval difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards affiliate, during a transfemoral tavr procedure with a 26mm sapien 3 ultra valve, there were difficulties advancing the 26mm commander delivery system through the esheath+, and the delivery system with valve got stuck in the esheath+. Per report, peripheral access was worse than could be seen during CT assessment. Multiple attempts were made to advance the system, and eventually the valve exited the sheath. The valve was positioned between markers in the straight section of the anatomy, however, there were difficulties during gross alignment. At this point, it was decided to remove the devices, during removal, the balloon of the delivery system was found to be completely burst, and there was reverse blood flow into the inflation syringe. The valve was not deployed, and the patient remained in stable condition at the end of the procedure.